Event description:
Customer reported the system is displaying overload faults . No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and the back plane. System operates as intended.